Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The intraocular lens was returned to our quality assurance laboratory for inspection. The inspection revealed one (1) distorted haptic, a torn optic, and appeared to have evidence of viscoelastic. Placeholder.

Manufacturer narrative:
The lens was returned to our manufacturing site for a visual inspection. The returned sample was inspected at 10x microscope magnification and the visual inspection revealed that the lens was received with surface residuals adhered to both sides of optic body compatible with handling the lens. The lens had a cut in the optic. No other cosmetic conditions were observed. The lens condition was consistent with a lens that has been explanted and was not manufacturing related. The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer's reported event was generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same surgical procedure due to the lens not being suitable for the patient. The patient is diabetic with friable tissue. The lens was inserted and went to the back of the eye (due to the tissue condition in the eye). The lens was removed by enlarging the incision and a vitrectomy was performed. The patient was approximately 79 or 80 years old. The lens was replaced with an anterior chamber lens, and the patient was reported to be doing well.